Manufacturer narrative:
The customer found the sample head was defective and the seal for the sample head was breached. The customer replaced the sample head and the sample head seal which repaired the leak. (B)(4).

Event description:
The customer reported that the cytomics fc 500 flow cytometer was leaking and the fluid was back flushing into the samples. The volume of the leak was about 0.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.